Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller in performing it. Following the reset, the cgm error did not reoccur, and the caller successfully started a new sensor session.